Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was unable to be implanted. A different lp was used to complete the procedure. The patient condition was unknown.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.